Event description:
The customer observed lower than expected architect c8000 potassium results. One example was provided. An architect c8000 potassium result of 2.4 meq/l was generated on a patient sample that tested a 3.6 meq/l at another facility no impact to patient management was reported.

Manufacturer narrative:
The customer was instructed to replace the 1 ml syringes and valves on the architect c8000. Potassium values were acceptable after replacing all 1 ml syringes. The customer replaced the ict module as a precaution. The architect system operations manual includes adequate information to address the customer's observed problem section 10, troubleshooting and diagnostics, includes probable causes with corrective actions for "depressed concentration ict results, entire run, single assay depressed concentration k+ results, and poor precision photometric results (csystem)" causes include, but are not limited to sample contains fibrin or clots, 1 ml syringes in the ict aspiration pump or the ict reference solution pump are not seated correctly, ict module is not performing as expected, ict check valve are not connected correctly, ict probe is damaged, ict module is expired or has exceeded time or sample warranty. The troubleshooting steps taken by the customer are consistent with information provided in the architect system operations manual, section 10, troubleshooting and diagnostics. This is the final report.